Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is exhibiting intermittent high out of range shock impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The recent shock impedance measurement was noted to be 127 ohms in the lead coil to device can vector. Boston scientific technical services stated that this has occurred eight times in the past with the first occurrence in 2016. It was indicated that the shock impedance measurement associated with a commanded shock test performed approximately nine months ago was 68 ohms, which is within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is exhibiting intermittent high out of range shock impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The recent shock impedance measurement was noted to be 127 ohms in the lead coil to device can vector. Boston scientific technical services stated that this has occurred eight times in the past with the first occurrence in 2016. It was indicated that the shock impedance measurement associated with a commanded shock test performed approximately nine months ago was 68 ohms, which is within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported.